Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to pocket erosion. Cultures were taken and showed no sign of infection. The system was replaced approximately three months later. No further patient complications have been reported as a result of this event.